Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was discarded by the medical facility.